Manufacturer narrative:
The patient's age was reported as "geriatric". The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The cause of the reported event was associated with a use error of pharmacy formulated the medication as 100mg/100ml while the pump was programmed for 10mg/100ml. The mdl is a windows-based software tool that is edited and controlled by the pharmacy. It allows the pharmacist the ability to configure and customize a drug library for the spectrum infusion pump. The end user can populate drug limits, generate the binary drug library (bdl) file, and change other settings. No device malfunction was indicated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a medication error occurred during use with a spectrum pump. It was reported that the pharmacy formulated the unspecified medication as 100mg/100ml, and the pump was programmed for 10mg/100ml. This resulted in the patient receiving 10 times increase in the medication dosage. The infusion was stopped and 'time was allowed for the medication to get out of patient's system". At the time of this report, the patient outcome was not reported. No additional information is available.